Manufacturer narrative:
The products are not available for evaluation. The specific lot number was not provided by the customer therefore all lots which were sent out to the customer in the past six months were evaluated. No deviations or observations were found. Routine monitoring is done every three months with products taken out at the end of the manufacturing process. The routine monitoring involves bioburden test, lal-endotoxin test, particle test and cytotoxicity test. Additional information regarding the patients status has been requested yet not received. Report 1 of 4.

Event description:
A clinic reported four cases of tass which occurred on the same day. The surgeries were performed in two different operating rooms with different nurses. There were ten patients operated on the same day. All material was sterilized as usual and only the handpiece was a disposable device. The clinic regrets the absence of the label which can be stuck in the patient file for easy trace ability of this handpiece. Consequently, they cannot provide a lot number.